Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2012. Device evaluation: visual analysis of the returned device identified fold crease, brown particles on shell, and white particles. Leak test and microscopic analysis were performed and identified irremovable white particles on fill channel. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was particles on fill channel assessed as particle leakage. The event of "autoimmune/connective tissue disorder" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune/connective tissue disorder.

Event description:
Patient reported "being diagnosed with a connective tissue disease or disorder." Additionally, healthcare professional reported left side "patient's concern with the product." Device has been explanted. This record is for the left side.